Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 72.2cm distal of the strain relief. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported broken shaft as the hypotube was separated.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left circumflex artery. A 3.00mm x 12mm emerge balloon catheter was advanced for dilatation. However, when the balloon was removed, it was noticed that the delivery shaft was fractured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left circumflex artery. A 3.00mm x 12mm emerge balloon catheter was advanced for dilatation. However, when the balloon was removed, it was noticed that the delivery shaft was fractured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.